Manufacturer narrative:
R medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient came in with withdrawal symptoms and they were going to change his concentration to up his dose today, but she could not access the cap (catheter access port), so she took an x-ray. Review of the ap (anteroposterior) x-ray view found that the catheter was coming off in a counterclockwise direction which would indicate that the pump was flipped. The agent asked if they were able to manually flip the pump back and they said no. It was discussed that they could confirm with a lateral view if they were uncertain but from the ap view it looked flipped which may require surgical intervention. The hcp stated that the patient was newly implanted and had been on orals as well, but they had a feeling the therapy wasn't working well.